Event description:
The recipient reportedly experienced a skin flap breakdown at the implant site. The recipient was hospitalized on (B)(6) 2015. The recipient was treated with azithromycin. On (B)(6) 2015, the recipient underwent skin flap cleaning surgery. The recipient continues to be monitored.